Event description:
It was reported by a competitor that the patient's right ventricular (rv) lead was explanted and replaced due to oversensing and noise. It was also reported that the physician noticed externalized conductors on the lead after explant. The externalization was not noticed prior to the procedure but only after the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analysis found that the distal conductor was fractured/flexed in vivo. The defibrillation superior vena cava (svc) conductor was kinked/buckled. The proximal and distal conductors were extrinsically distorted due to pulling/stretching/overstress. The interior rv (right ventricular) defibrillation cable was pulled/stretched. The inner insulation was melted. The outer insulation and overlay tubing was extrinsically breached due to melting. There is severe explant damage throughout. No in vivo insulation breaches were found. (B)(4).